Event description:
It was reported the device was used in a gastrectomy procedure. It was reported the staples malformed. Another device was used to complete the case. There was not patient consequence. Device discarded.